Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. There were (B)(4) non-sustained episodes with v-v intervals less than (B)(4) between 14 and 16-nov-2016. Minimum rv pace impedance steady at approximately 680 ohms through (B)(6) 2015, dips below 100 ohms and (B)(6) 2015. Concomitant product(s): 7232cx ICD, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead had high pacing impedance and a possible fracture of the pace/sense portion of the lead. A new pace/sense lead was implanted and the high voltage coils of the lead remain in use. No patient complications have been reported as a result of this event.